Manufacturer narrative:
The problem was due to internal component failure (resonator). After the component replacement, the laser system restarted to work correctly.

Event description:
The laser system has the following problem: "low problem while performing preventive maintenance". No adverse effects to patient were reported, failure happened during maintenance.